Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported high blood glucose. Customer's current reading is 293 mg/dl. Customer has treated with manual injection. Customer stated that the insulin pump has cosmetic damage. The drive support cap is protruded. Customer has not pressed the cap while connected. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.